Manufacturer narrative:
No bends or kinks in the soft cannula were observed. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivery. No evidence was found that contribute to the adhesive pad not being adhered.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 270 mg/dl (15 mmol/l) while wearing the pod between 4 and 24 hours on the arm. The customer noticed the cannula was bent. Blood and insulin had leaked onto the adhesive patch. The adhesive was not secure. The customer attempted to administer a bolus of 10 units using the malfunctioned pod to no effect. A new pod was applied to treat the hyperglycemia.